Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a sleeve procedure, the device was pulled and the jaws would not open. This occurred on the first firing with buttressing material and unknown color cartridge. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4).